Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 120mg/dl at the time of the incident. The customer was assisted with clearing the alarm but customer states pump was stuck in the rewind process. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
Device received spi to motor pic communication error during rewind due to moisture damage at motor assembly.